Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018. Customer¿s blood glucose was 500 mg/dl at the time of incident. The current blood glucose level was 292 mg/dl. Customer had a symptom like throwing up. Customer alleging the insulin pump because when they tried to changed out entire set the bolus sugar stay high. The product will return for the analysis.

Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The insulin flow blocked alarm functioning properly.